Event description:
A customer reported a vitrectomy cutter stopped working and aspiration was poor when the system was in vitrectomy mode during a phacoemulsification and vitreoretinal procedure for a dropped nucleus on the patient's right eye. The system did not display any error messages or "pop-ups". The procedure was completed with an alternate system and the event did not result in the cancellation of any cases. No third party consumables, accessories or repaired items were used and there was not change in the existing parameters. The settings were concurrent with the surgeon's typical procedure and the device was stored in a climate controlled area. The wound integrity was intact and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).